Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred when the pump is plugged into a power source to charge. The customer reported a blood glucose level of 127 mg/dl. It was confirmed that the customer had manual injections available as backup insulin therapy.